Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's left ventricular (lv) lead had induced a diaphragmatic stimulation on all vectors. The lv lead was explanted and a new lv lead was attempted to be implanted but was found unable to capture during the procedure. The lead was removed and replaced. The patient was in stable condition.